Manufacturer narrative:
Further information requested, but not yet received.

Event description:
New information received noted that the pacemaker was explanted.

Manufacturer narrative:
Field complaint of premature discharge of battery was not confirmed. The device was received operating at eri level. Analysis performed exhibited normal device characteristics and no anomalies. Longevity assessment was performed, and the implant duration exceeds projected longevity based on field settings indicating normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the pacemaker exhibited premature battery depletion. The device would continue to be monitored. The patient was in stable condition.